Event description:
It was reported that the pacemaker (pm) exhibited premature battery depletion. The physician explanted and replaced the pm. The patient condition was stable.

Manufacturer narrative:
The event of premature battery depletion was confirmed. The device was at elective replacement indicator (eri) level upon receipt. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. A device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis. Actions have been taken to prevent reoccurrence.